Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the blood glucose had been running high. The blood glucose reading was 434 mg/dl. The caller stated that she had changed the sites twice already before calling. After the hyperglycemic event, the customer also had a low blood glucose 37 mg/dl. The customer was treated with food. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no leaks or air bubbles were observed in the tubing or reservoir. No blood at the site or bent or kinked tubing was noted. The insulin pump passed the high pressure test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.